Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced occlusion. The following information was provided by the initial reporter: I have a tubing set that would not prime.

Manufacturer narrative:
Additional information: d.10. Device available for eval?: yes. Returned to manufacturer on: 2-may-2022. H.6 investigation summary: one sample was returned for investigation. The set was examined for defects and abnormalities. Excess solvent was observed in the lower fitment (pn:tc10006063). The set was attached to an IV bag filled with saline and attempted to prime. The set was unable to prime. The customer complaint that the tubing set would not prime was verified. A quality notification was sent to the manufacturer. From the manufacturer investigation, it can be concluded that the cause of the problem was due to an incorrect practice when assembling the engagement tube to adapter. A quality alert was performed related to flow issues/fluid blockage/occlusion between tubing to adapter, where the operators were notified about the complaints and, it was reinforced the importance of used the assembly fixtures, follow the assembly sequences, and ask when they have doubts. A device history record review for model 2420-0007 lot number 22016117 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced occlusion. The following information was provided by the initial reporter: I have a tubing set that would not prime.